Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. DHR - lot cthcm8, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; biological debris was noted, needle holes over the needle guard, and a small scratch in the silicone housing on the side of the valve near the proximal end. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process; the silicone was cut just after the valve casing and the cam mechanism was moved and was tested for programming and the valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was noted inside the casing, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate.the valve was leak tested: only leaked from the needle holes over the needle guard. The valve passed the tests for occlusion, reflux. The cam magnets were controlled, the magnets passed the test. Root cause: the root cause for the programming issue was due to biological debris found on the cam mechanism and on the base plate. No root cause for the occlusion could be determined as the technician was unable to confirm this problem reported by the customer. -the root cause for the pressure issue is due to biological debris found on the ruby ball and the seat of the ruby ball. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was occluded and was revised. The valve was implanted to the patient. An initial setting was unknown. However, csf was not flowed and occlusion was suspected. Therefore it was replaced with a new valve. The patient's information is not available.